Event description:
It was reported that during a lap sleeve gastrectomy procedure, the tech squeezed the device handle right out of the box and noticed that the clips came out sideways and they were not in the jaws. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.